Manufacturer narrative:
The surgical patties (ID 801400)  was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is improper x-ray weld. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was implemented preventative actions to minimize the issues for the patties/strips product family related to discoloration, incorrect count, string issues, and x-ray detectability.

Event description:
A facility reported the surgical patties (ID 801400) did not show up on x-ray. They even tested outside of body on the field. No patient injury reported and the event did not led to surgical delay.